Event description:
The patient was scheduled for an endograft repair of an abdominal aortic aneurysm, at the end of the scheduled surgery the surgeon was attempting to close the arterial entry site on the left femoral artery with a perclose device and the equipment failed. The cinching piece was flawed; it snapped and then the patient bled. This resulted in the surgeon having to do a cut down on the left femoral artery to close the arterial entry site.